Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam was replaced to address the issue. Additionally, no dust contamination was found during the evaluation. The device was scrapped by the service center after the evaluation was completed.